Event description:
It was reported that during the implant procedure the set screw on the device header was not able to be unscrewed after the initial screwing. The device was not implanted and another device was used. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device indicated a missing grommet. The returned device found a set screw with a rounded socket and indicated the set screw was found in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.